Manufacturer narrative:
A 13-month complaint history review for similar complaints was performed for e2 lot j51793232 from 06nov2018 to aware date 06dec2019. No other similar complaints were identified during the search period. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 06nov2018 to aware date 06dec2019. No other similar complaints were identified during the search period. The st aia-pack e2 analyte application manual states the following: limitations of the procedure. For diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack e2, the highest concentration of estradiol measurable without dilution is approximately 3000 pg/ml, and the lowest measurable concentration is 25 pg/ml (assay sensitivity). Although the approximate value of the highest calibrator is 3250 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 3000 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients with hyperbilirubinemia may yield falsely elevated results. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. Expected values. Each laboratory should determine a reference interval which corresponds to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient. The probable cause of the reported issue could not be determined.

Event description:
A customer reported receiving discrepant estradiol (e2) patient results on the aia-900 analyzer. An initial result of 3.78 pg/ml was obtained. A redraw was performed and analyzed, and generated a result of 0.70 pg/ml. The original sample was reanalyzed a few days later and generated a value of 0.33 pg/ml. The redraw sample was also reanalyzed and produced a result of 0.40 pg/ml. A review of the system printout revealed no system errors. A precision test was then performed with a coefficient of variation (cv) of 2.4% and close to 0.33 pg/ml for all results. The customer suspects a fibrin clot and will review sample handling to ensure samples are handled correctly. There was no indication of patient intervention or adverse health consequences due to the event.